Event description:
Healthcare professional reported patient was injected in the temple, zygomatic, and jawline with 2 syringes of harmonyca¿ with lidocaine. Three days later, the patient reported a lump that was very swollen and given a vigorous massage that day. Ten days later, patient reported lump was sore and painful. Patient was advised to use a warm compress and massage. A week later, the patient took predsim 20 mg for 10 days. The symptom has been improved. Two weeks later, sterile saline was directly applied on the lump with mechanical drainage and a yellow secretion and blood came out. The patient started azithromycin 1x a day for 5 days and dexamethasone 2x a day for days. The nodule shrank. A week later, patient reported to have a yellowish lesion, and reports feeling blurred vision. The symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of blurred vision is considered an unexpected adverse drug experience.